Event description:
On (B)(6) 2013 company representative reported patient stated the buttons on the infusion device are sticking and "are not working". On call back on (B)(6) 2013 patient reported the down arrow button on the infusion device is not working properly. Patient stated the rubber has worn off that protects the up and down arrow buttons. Patient reported a week ago he pressed the down arrow button too hard and it got stuck. Patient stated he had to use a small screwdriver to press on the button to get it to dis-engage. Patient reported now he presses the button more gently and has not experienced the concern again. Patient stated the issue is intermittent. Patient reported the button is raised and does make an audible sound when it is pressed. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the up/down button are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons. Due to an external mechanical influence the snap dome of the up/down button is pressed flat. The problem mentioned by the customer is related to careless handling of the product.